Event description:
Information received by medtronic indicated that the insulin pump had physical damage. No harm requiring medical intervention was reported. The insulin analysis pump was returned for further.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer reported physical damage at an unspecified location. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: keypad overlay completely peeled off, cracked battery tube threads, cracked case on the battery tube side, scratched case. Pump passed the displacement test. During testing, the response to the middle (enter) keypad button presses was delayed. All of the other keypad buttons were tested while navigating the menus, and they all worked properly. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j6, j1, j4, components on the back side of the board located both in the middle and at the top; pcba2--j1, j2, lcd flex cable terminal. In summary, the customer¿s report of physical damage was confirmed during visual inspection since there's a crack on the back of the case. The delayed response to middle (enter) keypad button is due to the corrosion found between the pins of pcba1 j1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).